Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a routine follow up visit the pacemaker exhibited high energy consumption and now had a remaining longevity of one and a half years remaining. The patient was experiencing anxiety symptoms related to premature battery depletion and a need to replace the device. The patient did not receive any medication relating to the anxiety and is expected to fully recover. A follow up appoint will occur at a later date and then a subsequent explant procedure which has not yet been scheduled. The pacemaker remains in service and no additional adverse patient effects were reported. Additional information was received that the pacemaker was returned for analysis, thus indicating it was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow up visit the pacemaker exhibited high energy consumption and now had a remaining longevity of one and a half years remaining. The patient was experiencing anxiety symptoms related to premature battery depletion and a need to replace the device. The patient did not receive any medication relating to the anxiety and is expected to fully recover. A follow up appoint will occur at a later date and then a subsequent explant procedure which has not yet been scheduled. The pacemaker remains in service and no additional adverse patient effects were reported. Additional information was received that the pacemaker was returned for analysis, thus indicating it was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
This report is being filed to correct the impact code in h6 that was inadvertently incorrect on the last report.

Event description:
It was reported that during a routine follow up visit the pacemaker exhibited high energy consumption and now had a remaining longevity of one and a half years remaining. The patient was experiencing anxiety symptoms related to premature battery depletion and a need to replace the device. The patient did not receive any medication relating to the anxiety and is expected to fully recover. A follow up appoint will occur at a later date and then a subsequent explant procedure which has not yet been scheduled. The pacemaker remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow up visit the pacemaker exhibited high energy consumption and now had a remaining longevity of one and a half years remaining. The patient was experiencing anxiety symptoms related to premature battery depletion and a need to replace the device. The patient did not receive any medication relating to the anxiety and is expected to fully recover. A follow up appoint will occur at a later date and then a subsequent explant procedure which has not yet been scheduled. The pacemaker remains in service and no additional adverse patient effects were reported.